Event description:
Depleted batteries were reported to have been found. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.